Manufacturer narrative:
Additional manufacturer narrative: following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Atrioventricualr conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanism of the development of heart block after tavr and surgical avr are well documented and described in literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop post operative heart block, potentially requiring a permanent pacemaker.

Event description:
Edwards received information that a patient experienced an arrhythmia event, one day after the implantation of the subject device. As reported, a 3rd degree av block occurred postoperatively which resolved in six days. After returning to sinus rhythm the recovery went well and quick and patient was discharged home in good clinical condition. However, another 3rd degree av block occurred and the patient had a collapse. She was rehospitalized and a permanent pacemaker was implanted on pod # 25. The outcome is noted as being resolved.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.